Manufacturer narrative:
(B)(4). The customer did not retain the lot number which determines the date of manufacture.

Event description:
On (B)(6) 2016 covidien received an email from the nursing director of the cardiac intensive care unit (ICU) who wanted to report a patient with a blister after use with a forehead sensor. A photo of the patient's forehead was provided. There was no information regarding an adverse event or any required intervention performed. Covidien has contacted the reporter and is attempting to gather additional information.